Event description:
Caller alleged discrepant results using the inratio meter. Results as follows. Date: (B)(6) 2011, inratio: 2.0, lab: 10.0+. Tests were performed within an hour. No other pt info was provided.

Manufacturer narrative:
Investigation pending.